Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer steerable delivery sheath to close the left atrial appendage (laa). The laa anatomy was described as having a chicken wing shape. Prior to device delivery, the patient's activated clotting time (act) level was above 250 seconds. Heparin was administered during procedure. It was reported that the implant procedure was complex and required two partial recaptures to properly position the device. During and post implantation, no pericardial effusion was noted. On (B)(6) 2022, prior to discharge, a transthoracic echocardiogram (tte) was performed and revealed no pericardial effusion. The patient was discharged. On (B)(6) 2022, the patient presented to the emergency department with shortness of breath and discomfort. A tte was performed which revealed a 1.5mm circumferential pericardial effusion. A pericardiocentesis was performed emergently, and 800cc of fluid was drained. A pericardial drain was implanted and remained in place until (B)(6) 2022. The patient was reported as stable and was discharged on (B)(6) 2022. The physician stated that the amulet device was believed to be the cause of the late pericardial effusion in the patient.

Manufacturer narrative:
An event of pericardial effusion, shortness of breath and discomfort occurred after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.